Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received for evaluation.   Evaluation status: 7 reported events were confirmed during testing. 6 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. 2 device evaluations are in progress. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 9 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. Not confirmed 1 reported event was not confirmed during testing.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.